Event description:
Dr started using the peak plasma blade and stated that after 1-2 seconds, he noticed a change of color on the plastic tip of the blade. He took the blade out of the patient's mouth and tested the blade by stepping on the foot pedal. Dr noticed a "candle" flame and notified the circulator with the case. The rn stated that she/he saw a flame and immediately turned off the machine and unplugged the core of the handpiece. She/he stated that the flame disappeared right away but there was some smoke. The circulating nurse opened another sterile hand piece and reconnected it to the machine. The surgery continued and the patient was examined by dr and anesthesiologist. There was no evidence of patient injury.sales rep responded right away to the issue. Reported to the company, ordered new equipment, and replaced disposables with same lot numbers.what was the original intended procedure?bilateral tonsillectomy and adenodectomy.device #1is this a laboratory device or laboratory test?no.